Event description:
The patient experienced a surging sensation. She walked into her bathroom on (B)(6) 2012 and felt a stimulation surge for about 5 seconds and then intermittent surging. It went away but then started again the next day while sitting in a chair. She felt fine today but saw an eri message on her patient programmer. It was noted that she did not have a managing physician to contact. It was confirmed that the impedances were normal after implant. The device was interrogated on (B)(6) 2012 which indicated a short circuit with electrodes 0 and 1 combination of her lead. The impedance measurements were low and out of range. Electrode combinations of 0 and 1 were less than 50 ohms. There was no known incident or trauma related to this event. The device was reprogrammed and the patient was getting great stimulation coverage.

Event description:
Additional information received reported that when impedance measurements were checked there was an open circuit at one contact. Impedance measurements had been checked intra-operatively and all results were within normal limits, so it was not clear when the problem occurred. The abnormality was programmed around and there were no plans to replace the leads or the ipg.

Manufacturer narrative:
Adaptor model 7495-51, serial# (B)(4), implanted: (B)(6) 2002, explanted. Programmer model 7435, serial# (B)(4). Lead model 3888-33, lot# j0124999v, implanted: (B)(6) 2002, explanted. (B)(4).

Manufacturer narrative:
(B)(4).